Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. Pump received with cracked case display window corner, cracked reservoir tube window and cracked case reservoir tube window corner.

Event description:
The customer reported via phone call that insulin pump had cosmetic damage and cracked on front of the pump to the reservoir compartment. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.